Event description:
Pt received 2 interphlex implants to correct contracted hammertoes. Dr achieved good alignment and positioning during surgery. Post-op, x-rays were stated to look fine. Two weeks later, pt complained of pain on one of toes. Other toe healed nicely. Doctor did not feel it was an infection, so she opened up the site. The ball portion of the implant was under the tendon. The doctor removed both parts of implant. The implant was not returned. The device history record shows no anomalies.

Manufacturer narrative:
Device is being held at community health partners hospital in ohio by their risk mgmt group. They will not return the implant to us. They do not have means of providing photography (microscopically enlarged) of implant. This is made of soft silicone elastomer. If it is nicked with a sharp instrument -addressed in labeling- it can tear. It is not known if this happened. Per the surgeon, the pt was compliant in wearing her footwear after the implant surgery.